Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was further investigated and de-cased. The returned battery voltage was measured as 3.0v which outside of the acceptable range of 3.7v to 4.2v. The reader was placed into a pcba (printed circuit board assembly) test fixture and pressure was applied to the cpu (central processing unit), the reader powered on and the battery was observed to be charging. The returned battery was replaced with a new unused battery and the reader did not power on. The reader was placed into the test fixture and pressure was applied to the mcp (microcontroller processor), the reader powered on. Therefore this complaint is confirmed to poor soldering of the mcp. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced hypoglycemia with symptoms described as trembling, sweating, and a seizure; however, no treatment was indicated by the customer. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced hypoglycemia with symptoms described as trembling, sweating, and a seizure; however, no treatment was indicated by the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Libre reader mdgc091-g1993 has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.